Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrels of bd¿ syringes were bent.

Manufacturer narrative:
H.6. Investigation: customer returned (3) loose 1/2cc, 8mm u40 insulin syringes. Customer states that the syringe barrels are bent. All returned syringes were examined and 2 out of 3 samples exhibited a barrel tip deflection. Unable to perform DHR check due to unknown lot number. Possible root causes: packed in the carton incorrectly. Conveyance of syringes to the packaging equipment (pea-shooters) has the potential to bend barrel tips.

Event description:
It was reported that barrels of bd¿ syringes were bent.